Event description:
The hospital reported that during an endoscopic vein harvesting procedure, part of one of the grey jaw boots came off during branch dissection. A replacement device was used to complete the procedure. The hospital did not report any pt effects. The customer has not responded to requests for additional info, including the event date. The device was returned for investigation.

Manufacturer narrative:
Investigation results: the device showed signs of clinical usage and evidence of blood. A visual inspection determined that part of the silicone boot of the cold jaw was dislodged and was not returned. Based on the eval results, the reported complaint was confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Items marked "ni" are unk at this time. (B)(4).